Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of visual disturbance is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use (IFU) in the potential adverse event section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2008 with placement of a 6.0 x 30 mm acculink stent. The patient was discharged to home the following day. On the patients 30 day follow-up on (B)(6) 2008, the patient was noted to have partial hemianopia. No treatment was provided and the patient did not return for additional follow-up visits. It is unknown if the hemianopia has resolved. No additional information has been provided.